Manufacturer narrative:
Device power up properly after battery installation and passed self test. No blank display anomalies were noted. Device alarmed drive count or time values or changes incorrect for moving or coasting error during rewind due to corrosion at motor assembly. The electronic assembly was found with traces of corrosion per visual inspection. Unable to perform displacement test due to drive count or time values or changes incorrect for moving or coasting error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that when the customer was at pool compartment she received a sudden vibration followed by a blank display immediately after pump exposure to moisture. The customer discontinued pump and dried battery cap with a cotton swab. After that she inserted a new battery but it did not work. Nothing appeared on the pump screen. The customer tried to replace several batteries but, it is still not working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.